Manufacturer narrative:
This supplemental report is being sent to correct the initial MDR aware date (g3). The customer reported an image disturbance on 07jun2023, which was not reportable. A reportable malfunction was found upon evaluation on 12jun2023. Hence, the aware date for the initial MDR is 12jun2023.

Manufacturer narrative:
E1 full facility name:(B)(6) hospital upon evaluation of the returned device, in addition to the image problem, it was also noted that internal parts of the connector were also falling off/disconnected and white scratches were apparent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus that the image was "rough." Upon inspection and testing of the customer returned device, it was observed that the image was not visible due to cable failure. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5 of the initial report with information inadvertently left off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor communication occurred due to a cable failure, resulting in image disturbance. The cause of the cable failure and the disconnection of the inner parts (screws) could not be estimated. The event can be detected/prevented by following the instructions for use which state: "do not round the camera cable smaller than the diametral 20cm. Damage may occur. When the camera cable is in a round position, do not pull on it and stretch it gradually and straighten. Do not apply excessive bending, pulling, twisting, or crushing force to the camera cable. Do not rub the camera cable strongly when cleaning the outside surface of the camera cable. The endoscope should be manipulated by holding the camera head instead of the camera cable during use. Do not fix the camera cable with a pair. Do not pull the video connector by the camera cable. Otherwise, excessive force may be applied to the camera cable, resulting in wire breakage". Olympus will continue to monitor field performance for this device.

Event description:
Information obtained the reported issue occurred during inspection for use of an unknown therapeutic procedure. The procedure was completed, though, not identified wither with the subject device or similar device.